Event description:
It was reported that the patient underwent an anterior lumbar interbody fusion procedure at l5-s1 using rhbmp-2/acs on (B)(6) 2008. Post-operatively, patient continued to have severe back pain, swelling and nerve pain. In (B)(6) 2012, patient was diagnosed with excessive bone growth.

Event description:
It was reported that on: (B)(6) 2008: the patient was pre-operatively diagnosed with lumbar spondylosis, l5-s1 - status post arthrodesis. Idiopathic scoliosis - status post arthrodesis to l5. Nonunion/malfunction of internal orthopedic device and underwent the following procedures: anterior lumbar interbody fusion, l5-s1. Application of vertebral body mechanical device l5-s1. Allograft (bone morphogenic protein). Indications for procedure: the patient has idiopathic scoliosis. The patient is status post arthrodesis for deformity to the l5 level. The patient has two broken rods secondary to nonunion at the l2-l3 and l3-l4 levels. The patient has lumbar spondylosis at 15-sl with relative kyphosis at that level. The patient is indicated for revision of her prior fusion and extension to the sacrum at l5-s1 due to degenerative disease there. As per op-notes, an appropriate size spacer was then fitted to the resulting defect and filled with bone morphogenic protein sponge. The patient was also pre-operatively diagnosed with idiopathic scoliosis. Lumbar spondylosis. Malfunctioning internal orthopedic device/graft. Status post arthrodesis and underwent the following procedures: anterolateral interbody arthrodesis l3-l4 (aborted secondary to osteoporotic bone and neurophysiologic changes. Anterior lumbar interbody fusion, lateral approach, l2-l3. Application of vertebral bio-mechanical device, l2-l3. Allograft (bone morphogenic protein). Intraoperative neurophysiologic monitoring times two hours. As per op-notes, given my concern that further attempted manipulation of the disc space might result in further damage to the bony endplates and because of the irritability on the nerve roots, I elected to abort the procedure at l3-l4. An appropriate sized intervertebral spacer was then impacted into the disc space after being filled with bone morphogenic protein at l2-l3. The patient was also pre-operatively diagnosed with kyphoscoliosis and underwent anterior exploration in the retroperitoneal area of l5-s1 interspace.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.